Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was returned to the manufacturing site. Visual inspection using a 12x microscope magnification showed no anomalies on the lens. Considering the condition of the lens additional analysis was not possible. The customer's reported complaint was not verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported there was a folding issue with an intraocular lens (iol) and the surgeon was not happy with the way the lens unfolded in the eye. The lens was removed and replaced with another amo lens. No further information provided.